Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 1003 for voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the mechanism behind the fault code and the need to replace the device immediately. The ICD was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.